Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, redness was observed at the surgical site. The patient was treated with antibiotics. There was no additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This supplemental is being filed to correct d6a: implant date.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, redness was observed at the surgical site. The patient was treated with antibiotics. There was no additional adverse patient effects were reported. This pacemaker remains in service.